Manufacturer narrative:
Batch review performed on 23 april 2018. Lot 170015: (B)(4) items manufactured and released on 30 june 2017. Expiration date: 2022-06-11 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to femoral bone fracture that happened during walking. As per the surgeon it might be occurred by load concentrating on the medial side.